Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on ventricular and atrial leads was observed. The noise was reproducible in clinic. Other lead measurements were stable and within range. The patient was asymptomatic. Further lead assessment and replacement was recommended.

Manufacturer narrative:
A partial lead was returned in one piece measuring 10.5 cm from the distal tip. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the lead was capped and replaced on (B)(6)2017.

Manufacturer narrative:
Correction: follow-up type - 'additional information' and 'device evaluation' should have been selected in follow-up number 1 of manufacturer report number 2938836-2016-13164.